Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer and pocket were failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 6.2 failed to detect on the bus. The field service engineer (fse) resolved the issue by replacing the power management controller (pmc), drawer boards, and retractor band. The system functioned as intended after the field service engineer repaired the device.